Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During a stenting procedure to the femoral vein with a smart flex stent delivery system (sds), it was reported that while advancing the stent in the iliac area, the surgeon noticed the release of the sheath in the area close to the hub (about half centimeter of the stent had pre-maturely deployed). . When the surgeon noticed the problem, the device was removed without reengaging in the membrane, manually, just retracting it. No sheath or catheter was needed. Avoiding to expose the arteries to further risk. There was no report of patient injury. The product was stored, inspected, handled and prepped according to the IFU. Nothing unusual was noted about the stent delivery system prior to use. A retrograde access was made with a 6f sheath. There was no unusual force used at any time during the procedure. The lesion/arteries were tough because they were extremely calcified and tortuous. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the femoral vein with a smart flex stent delivery system (sds), it was reported that while advancing the stent in the iliac area, the surgeon noticed the release of the sheath in the area close to the hub (about half centimeter of the stent had pre-maturely deployed). When the surgeon noticed the problem, the device was removed without reengaging in the membrane, manually, just by retracting it. No sheath or catheter was needed. The user avoided exposing the vasculature to further risk. There was no report of patient injury. The product was stored, inspected, handled and prepped according to the IFU (instructions for use). Nothing unusual was noted about the stent delivery system prior to use. A retrograde access was made with a 6f sheath. There was no unusual force used at any time during the procedure. The lesion/arteries were tough because they were extremely calcified and tortuous. The product was not returned for analysis. A device history record (DHR) review of lot 35069 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)- deployment difficulty-premature/in patient-during advancement (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of extreme calcification and tortuosity may have contributed to the reported event. According to the IFU the stent is intended as a treatment for atherosclerotic superficial femoral artery lesions and proximal popliteal lesions. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.